Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced with a new lead during a routine device changeout. Additional information indicated that lead had been pulled back into the superior vena cava and no longer had the ability to pace or sense. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.